Event description:
A customer reproted a broken cryocyte bag. The location of the break was unk to the reporter. Bag contained 80 ml of hcp-a cells. There has been no pt impact related to the break as the bag is still frozen. The bag was frozen entirely in liquid nitrogen. Bag was frozen 2005, is yet to be thawed, and break was discovered on december 2.2005.